Event description:
Per the clinic, the patient implant magnet was electively explanted on (B)(6) 2026 due to non-use. There are no plans to reimplant the patient with a new device as of the date of this report.